Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A return material authorization (RMA) was issued, but intuitive surgical, inc. (Isi) has not received the force bipolar instrument for failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument wrist got caught on tissue creating a hole within the peritoneum. It is unknown if any intervention was required to address the injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.